Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error icon was displayed. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. Receiver charge and boot test was performed and passed. Global receiver functional test was performed and passed. Overnight charging and discharge test was performed and passed. Open receiver case for internal visual inspection was performed and passed. The log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.